Event description:
It was reported the single-use mechanical lithotriptor distal end of the tip broke. The issue was found during a therapeutic ecrp procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.